Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/25/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. Additionally, it was reported that the patient had taken medication(s) that contain acetaminophen. The dexcom g4 platinum continuous glucose monitoring system user's guide states: make sure you have not taken any medications containing acetaminophen (such as tylenol). At the time of contact, no injury or medical intervention was reported.